Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed through ¿nda¿ work instruction. Ran the pump with customers program from event log for ten minutes. High alarm displayed: cassette not attached properly displayed after removing cassette. Event log shows eight occurrences of cassette not attached properly. The root cause was the device was out of calibration. Performed downstream occlusion (dso) and upstream occlusion (uso) sensor calibration. Upon further investigation, the liquid crystal display (lcd) lens is scratched. Replaced the lcd lens and lens gasket. Performed performance verification testing (pvt), the unit passed all testing criteria. Software updated. Unit reset to standard configuration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump displayed a cassette not attached error. Found during testing. No further information provided.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.